Event description:
It was reported that during a device change out due to normal eri, the lead exhibited high, out of range, pacing lead impedance and right ventricular oversensing. Decreased in r wave sensing was also noted. The lead was capped and replaced. There were no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.